Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device overheated during surgery. No injury or medical intervention occurred. It is unknown if surgical delay occurred. There is no additional information provided.